Event description:
It was reported that open circuits were noted on 3 electrodes during activation. On (B)(6) 2024, open circuits were noted on 22 intracochlear electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.